Manufacturer narrative:
The explanted ipg was not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had difficulty charging the ipg. The physician suspected malfunction of the ipg due to non-device related procedure using electrocautery. The patient underwent an ipg replacement. The patient was doing well postoperatively. Monopolar electrocautery was a known source of high voltage transient signal and current company labeling warns against the use of monopolar electrocautery. (Physician¿s implant manual 9055940-001)